Manufacturer narrative:
The investigation into this report is on-going. In the event that additional information is obtained, a supplemental report will be filed. (B)(4).

Event description:
Covidien received information stating that during patient use, the "high pressure" alarm was not audible, although the alarm lamp was visibly blinking. The patient's saturated oxygen pressure (spo2) level dropped to 70%. The patient was manually ventilated and then transferred to another ventilator. There were no further reported negative patient consequences.